Event description:
I had a total hip replacement on (B)(6) 2009 for degenerative joint disease in my left hip. I had the depuy pinnacle acetabular hip system implanted, acetabular cup, size 58. Prior to surgery I had pain that was treated conservatively with physical therapy and meds. The hip was painful and palpable cogwheeling according to physician. Right after surgery did well but hip still felt weak. Soon thereafter developed increasing pain in the groin area, hip and leg. Also developed twitching to both eyes and headaches. I was unable to sleep due to pain. I underwent lab work and was noted to have high chromium and cobalt levels. Because of the local soft tissue metallosis and elevated serum cobalt levels, my doctor did a revision left total hip arthroplasty. On (B)(6) 2009, and then 6 times per week post op for 2 weeks.